Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the screen of insulin pump was blurred and the keys was not responding. Customer blood glucose value was 302 mg/dl at the time of the incident. Customer stated that they went into the water and the insulin pump continued to work but this morning she noticed that there was mold inside the battery compartment. The device will not be return for analysis.